Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with elevate apical and posterior system with inteprolite on or about (B)(6), 2010 to treat cystocele with stress urinary incontinence, vaginal vault prolapse, rectocele with dyschezia, and pelvic relaxation. Plaintiff's attorney alleges the plaintiff continues to suffer from stress urinary incontinence, especially when sneezing and coughing. Plaintiff also alleges to have experienced severe and permanent bodily injuries, significant mental and physical pain and suffering, as well as other damages.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.